Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber tip wore down quickly. The fiber was used with an acmi dornier laser with laser settings of .8 joules and 8 hertz. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
The patient is reported to be over 18 years of age. Visual examination of the returned fiber revealed the glass tip was not visible. Burn marks were observed on the fiber. The fiber was kinked in two areas; one at 300 cm and the other 420 cm from the "sub-miniature a" (sma) connector. The fiber was returned to the manufacturer for further evaluation. The manufacturer's analysis revealed the fiber was recognized by their 20 watt laser when it was attached. The proximal end of the device was functional.